Manufacturer narrative:
The customer did not return any material for investigation. Investigation of similar cases has shown that in rare cases the internal wings of the lancet, which intentionally break during the lancet release, might jam the lancet's guide channel, impeding the ability of the lancet to retract back into the lancet housing. The medical risk is remote. A use error was excluded.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The central supply supervisor received an email from a nurse stating a member of the nursing staff suffered an accidental stick with a used lancet device. After sticking a patient with the lancet, the lancet failed to retract. The nurse was accidentally stuck. The nurse was tested for infectious diseases, but was not treated. The staff had disposed of the lancet box and the lancet, so the lot number is unknown. The device will not be returned for investigation.